Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from the importer report: the pt's attorney has alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Date of initial report sent: 08/29/2012. Note: this report corresponds with report # (B)(4) for a "pelvitex". Date of event: 07/31/2012, device info: uretex sup urthral support system; catalog # 485013. (B)(6).